Event description:
Per the clinic, the patient experienced an infection at the abutment site and underwent skin revision surgery (date not reported). Additional information has been requested but it has not been made available as of the date of this report. The implanted device remains. This report is submitted on december 01, 2022.

Event description:
Per the clinic, the patient was treated with topical antibiotics (specific date and duration not reported).